Event description:
It was reported the ultrasound gastrovideoscope's biopsy channel had a white substance on the interior wall at the distal tip adjacent to the elevator. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.